Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the valve is defective. Independent repair center: customer alleged alarming/red light and the key failure is the valve is defective and causing unit to shut down.